Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has had trouble sleeping since their implantable pulse generator (ipg) was implanted. The patient had their device settings changed. The device remains in use. No patient complications have been reported as a result of this event.